Event description:
Per the clinic, the patient experienced a skin flap breakdown, drainage, and extrusion of the receiver/stimulator resulting in a decision to explant the device. The device was explanted on (B)(6) 2010. There are no plans to reimplant as of the date of this report, (B)(6) 2010.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per patient's surgeon, the patient was reimplanted with a new device on (B)(6) 2012. This report is filed (B)(4) 2012.